Event description:
It was reported that during an open gastric revision procedure the procedure was open due the patient having five previous procedures. Listed are a few procedures that the surgeon told the rep that the patient has had, a molina band and then that band was revised, a colon resection, a gastric revision. The surgeon was doing the revision of the gastric procedure at the third firing with a gold cartridge. The device was fired and the staples did not form properly. The surgeon reloaded the device and fired again to seal the area where the malformed staples were. The surgeon did not blame the device because it may have been a clip, or a tie knot or something else that he may have fired the device on due to all the previous procedure. A few days later the patient was taken back into the or. It is unknown what occurred with the patient, but the surgeon did an intra endoscopy and the surgeon did not see any defect or leak, but there was some green ooze coming from the part of the tissue that he had revised. The surgeon over sewed the area and the patient remains in the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: was the device fired over the band? No. What portion of the staple line was not formed? None that was visible on endoscopy. Does the surgeon believe that the difficulty encountered caused the patient to return to the or? He said it was unknown at the time, in retrospect does not think it was a stapler issue, after seeing no defects in the staple line endoscopically. How many days post op did this occur? Where was the green ooze coming from? Staple line. Was staple malformation seen during the endoscopy? No. Did he endoscopically sew? How was it oversewn? Re-op oversow. How is the patient currently? Unknown. Is the patient expected to have a full recovery? Yes. How long has the surgeon been using the device? Years for echelon. A few months for powered flex. Would the surgeon be willing to speak with an ees md regarding the event? Sure.